Event description:
It was reported during device interrogation, there were two ventricular fibrillation episodes due to lead noise. Noise was observed at the proximal portion of the lead. The noise does not appear to be external interference. Lead was capped and replaced. During procedure insulation damage was observed. There were no adverse effects after procedure.